Event description:
Complainant alleged that while attempting to obtain the ECG signal of male patient, the device prompted a 'check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Please reference medwatch report 1220908-2015-00902 for the second device. Complainant indicated that the patient subsequently expired. The complainant indicated that the patient was a large barrel chested, hairy man and the patient was not shaved prior to application of the first set of electrodes.

Manufacturer narrative:
The device was returned to zoll. The customer's report that the device displayed a "check pads" message was not duplicated after extensive testing. However a review of the device's clinical data and activity log confirmed that the device did not detect a valid impedance. After communicating with the customer, we suspect patient preparation played a significant role in the customer report. The electrode pads were not returned for evaluation. The device was thoroughly tested and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.